Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a missing telfon pad. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The teflon pad was found to be completely detached from the clamp arm and was not returned with the instrument. The missing piece measured approximately 0.410" x 0.100" in size. No blade damage was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the two images of the instrument are too zoomed out to tell. The one from the surgery itself doesn¿t show the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken without collision. The fragment fell inside the patient, and it was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The issue occurred when the customer used the instrument for about an hour to dissect the mesenterium. The fragment was retrieved during the same procedure. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.